Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
(Report 3 of 3) it was reported during surgery, the surgeon attempted to remove the screwdriver after inserting the screw into the radius and the screw came out adhered to the screwdriver. The surgeon changed the screw and reinserted it at an angle to complete the surgery with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00648.

Manufacturer narrative:
(Report 3 of 3). Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned 2.5mm quick release hex drivers (part number: hpc-0025, batch number: 287360 and 289129) and the 3.5mm x 12.0mm cortical screw (part number: co-3120-s, batch number: 589500) were examined visually under magnification. Under magnification the hex recess had minimal damage with some small scratches around the head of the screw. Upon visual examination, both drivers had some discoloration and scratches/signs of wear on the tips that aligns with the area of the hex tip interacting with the recess of the screw, but no significant damage beyond that. It is a possibility that the drivers became stuck in screws due to an increase in insertion torque because of improper pilot hole depth or encountering dense bone. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10, investigation findings code (annex c): updated to 3243, investigation conclusions code (annex d): updated to 4315.